Event description:
It was reported that the asymptomatic patient presented for generator change. During procedure, the right ventricular lead exhibited high impedance. The lead was capped and replaced on (B)(6) 2017. Patient's condition was good before, during, and after the procedure.